Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The device also had a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal while he was sitting in the car. The blood glucose at the time of the incident was 134 mg/dl. He reset and rewound the device, but received a motor position encoder error alarm and the settings got erased. Customer does not use the sensor feature and was able to rewind. The device was returned for analysis.